Event description:
It was reported to boston scientific corporation that an advantage system was implanted during a tension-free vaginal tape (tvt), cystoscopy and change of mirena procedure performed on (B)(6) 2013 to treat stress urinary incontinence. As reported by the patient's attorney, the patient has experienced an unspecified injury.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2013 as no event date was reported. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.